Manufacturer narrative:
A partial lead measuring 52.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing impedance and intermittent capture were noted. Lead was explanted and replaced.